Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the device failed, the exact method of how the device failed was not provided. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found no missing parts and no detected handle damage. A posterior needle to cuff miss was detected, leaving the posterior cuff loaded within the posterior foot which resulted in the anterior needle detaching from the engaged anterior cuff during plunger/needle removal from the device, damaging the cuff in the process. The damaged cuff presented one prolapsed tab and small section of the cuff was missing and not returned which also contained the third tab. Based on the investigation there is no detected product lot quality deficiency and the cause for the detected cuff miss which resulted in the anterior needle to cuff detachment was related to operational context. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.